Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, for one patient, involving unicel dxi 800 access immunoassay system. Subsequent testing produced lower results within the normal reference interval. The elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse performed preventive maintenance (pm) on the unit. The fse performed a routine system check and high sensitivity system check; both passed within system specifications. The fse performed precision testing utilizing three levels of creatine kinase-mb (ck-mb) quality control (qc) material and noted the results showed good precision. The fse replaced the sample probe due to failing special clean routine. The unit conformed to the manufacturer's performance specifications.